Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an unspecified system error. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. An event history log review was performed, and the only alarm found was a single uso sensor failure low system alarm. During functional testing, a downstream (distal) occlusion sensor test was performed, and no issues were noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of an ¿undetermined alarm¿ was determined to a single uso sensor failure low system alarm. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.